Manufacturer narrative:
Quest launched an investigation into this complaint. During the investigation, production records were reviewed for all lots of devices that were provided to (B)(6) hospital. Review of these records revealed no apparent production deficiencies related to weak bond strength or breakage. In addition to production record review, quest also performed failure analysis on complaint sample product codes that were received from (B)(6), as well as those retained by quest. Results from testing were unable to replicate the complaint condition of weak weld/breakage. Quest will continue to investigate and monitor trends for this complaint condition.

Event description:
It was reported in medwatch (B)(4) of an alleged incident involving quest precision delivery sets. In the report, it stated that these sets were allegedly leaking and breaking during ongoing IV infusions, resulting in new lines needing to be set up and replaced during various infusions. The report mentioned that the set was a bifuse set, but did not provide any additonal information.